Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision of left hip due to infection. Osteo remedy spacer in place.

Manufacturer narrative:
An unknown accolade stem ii #6 was also reported under this event. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown shell was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision of left hip due to infection. Osteoremedy spacer in place.